Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications. The root cause was determined to be a defective nebulizer solenoid valve. In consequence the component was replaced. There was no patient or user harm.

Event description:
Nebulizer valve tightness check failed.